Manufacturer narrative:
Product code (d2b) - additional product code qon. Pre-market / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the lead of the neurostimulator migrated. A lead revision procedure was performed successfully. There were no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was performed. Revision surgery (loss of therapy or long-term ineffective therapy, etc.) (Repeat exposure to surgical risks) due to migration - lead from insufficient securement during implant (e.g., tines allow movement) has a severity 2 (moderate) and occurrence 3 (occasional, 1% > n greater than 0.1%). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the lead of this neurostimulator migrated. A lead revision procedure was performed successfully. There were no patient complications reported.